Event description:
It was reported that during a lap chole procedure, the clips were not secure and came off the vessel. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).